Event description:
During the procedure, a small amount of air ingressed into the left atrium causing st segment elevation. While exchanging the non-abbott catheter (farapulse) for the advisor hd grid post map, the agilis introducer was not properly aspirated (a 10cc was used for piration) and a small amount of air ingressed into the left atrium causing st segment elevation. The patient was put into trendelenburg and the st segment elevation resolved in under 5 minutes. The was no alleged malfunction of any abbott device. As.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported air leak and st elevation remain unknown. However, it was reported that while exchanging the non-abbott catheter (farapulse) for the advisor hd grid post map, the agilis introducer was not properly aspirated.